Manufacturer narrative:
The reported events of high pacing impedance, loss of capture and failure to sense were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture, failed to sense and exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable.